Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient claimed the up and ok keypad buttons required multiple presses for a response. The patient reported elevated blood glucose readings (bg) in the 400 and 500 mg/dl range with symptoms of not feeling right after the alleged keypad issue started. The patient claimed she was unable to program a bolus due to unresponsive keypad button. The patient stated she corrected the elevated bgs with via the pump and her bg responded.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. A flow test was performed and the pump was found to be delivering within specifications.